Event description:
It was reported that an insulin occlusion alert occurred on an ilet bionic pancreas during a meal announcement after the user had recently changed the infusion site and cartridge; the user dismissed the alert, performed a tubing disconnect and drop test without repeat alerts, and was advised that the infusion site could be the issue, with the infusion set identified as contact detach steel, lot 6014894. Symptoms included hyperglycemia with a reported blood glucose of 184 mg/dl, which later decreased to 97 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the issue was characterized as lack of effect, with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.